Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses in an online survey that the patient experienced tissue trauma associated with use of the x force nephrostomy balloon dilation catheter. The physician also stated that the patient experienced other adverse events attributable to the x force nephrostomy balloon dilation catheter; these being hemorrhage. Additionally, physician stated that the patient required medical or surgical intervention as a result of device usage, the medical or surgical intervention that resulted from usage of the x force nephrostomy balloon dilation catheter was interventional radiology (ir) embolization.